Manufacturer narrative:
Complaint of motor stall and overheating was confirmed. Mdu failed functional testing with motor stall error and overheating. Cause of motor stall and overheating is a worn motor. Phase 1 of motor is shorted out causing motor stall. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(6) 2007 and had not been previously returned for service. The complaint investigation has concluded that the device has exceeded its recommended life limit and has succumbed to normal wear and tear. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported only will do half a turn and gets stuck and then overheats. No delay was noted. No patient injury or complications were reported.